Event description:
It was reported that, "pts knee had loosened. (B)(6) revised the femoral and tibial components as well as the patella. Triathlon ts components were cemented and he was satisfied."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2010-00405, 9610726-2010-00407.